Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided photographic samples shows the product after treatment with water drops coming out of the head area. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. Based on the location of the water leakage on the header cap in the video, the most likely cause is a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.